Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during prime tests due to moisture damage noted in force sensor resistor. The insulin pump had intermittent motor error alarm during rewind due to corroded motor home switch. Occlusion and excessive no delivery alarm tests were not performed due to prime anomaly. The device had cracked reservoir tube lip, minor scratches on display window, and missing end cap sticker noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 540 mg/dl. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.